Event description:
It was reported that at a follow up visit, the device longevity was indicated to be two years. Six months later the device was noted to have reached elective replacement indicator earlier than anticipated. The atrial lead was also noted to have a one high impedance measurement. At the device replacement procedure, the lead impedance and threshold was noted to be normal. The atrial lead remains in use. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis revealed the returned device indicated normal battery depletion. Performance information was also received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. Eri triggered on (B)(4) 2015. (B)(4).